Event description:
Underdose [drug maladministration]. Accidental swallowing [accidental ingestion of product]. Case description: this case was reported by a consumer and described the occurrence of drug maladministration in a (B)(6) male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number (B)(4), expiry date august 2018) for product used for unknown indication. On (B)(6) 2016, the patient started polident denture adhesive cream. On (B)(6) 2016, less than a day after starting polident denture adhesive cream, the patient experienced drug maladministration. On (B)(6) 2016, the patient experienced accidental ingestion of product. On an unknown date, the outcome of the drug maladministration and accidental ingestion of product were unknown. It was unknown if the reporter considered the drug maladministration and accidental ingestion of product to be related to polident denture adhesive cream. Additional details: the patient used polident denture adhesive cream for the first time for around 5-6 hours, and after removing the denture he found that the adhesive cream was still there. The second day, he started using in the morning at around 10am and worn the denture until night at around 10pm. When he took off his denture he found that the adhesive cream was not there anymore but he suspected that the adhesive cream was dissolved and was swallowed. The patient stated that he had used adhesive cream on his partial lower denture, only one strip of the cream every time instead of 2. He did not have any discomfort after using the product error correction with the clock start date: (B)(6) 2016. Case was down graded to non serious and recode the event "accidental device ingestion" to "accidental ingestion of product" and "underdose" to "maladministration". Comment: downgrade report.

Manufacturer narrative:
On 3003721894-2016-00035 is associated with case (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Accidental swallowing [accidental device ingestion]. Underdose [underdose]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6)-year-old male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number k19y, expiry date august 2018) for an unknown indication. On (B)(6) 2016, the patient started polident denture adhesive cream. On (B)(6) 2016, less than a day after starting polident denture adhesive cream, the patient experienced underdose. On (B)(6) 2016, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion and underdose were unknown. It was unknown if the reporter considered the accidental device ingestion and underdose to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient used polident denture adhesive cream for the first time for around 5-6 hours, and after removing the denture he found that the adhesive cream was still there. The second day, he started using in the morning at around 10am and worn the denture until night at around 10pm. When he took off his denture he found that the adhesive cream was not there anymore but he suspected that the adhesive cream was dissolved and was swallowed. The patient stated that he had used adhesive cream on his partial lower denture, only one strip of the cream every time instead of 2. He did not have any discomfort after using the product.